Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient reported blood glucose results of ¿130 mg/dl¿ with the subject meter and ¿116 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of (B)(4). The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications at the time of the alleged issue; however, on (B)(6) 2013, prior to the start of the alleged issue, the patient went to her physician¿s office and was advised to decrease her usual dose of oral medications (amount not specified). After the start of the alleged issue, the patient claimed she felt symptoms of sweating and had a ¿draining¿ feeling. The patient reportedly took more food and/ or drink. The patient denied testing with another meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.